Event description:
It was reported that the subject device was broken. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: g3, d8, d9, h3; h4; h6. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, new reportable malfunctions were identified during the device evaluation: horizontal stripes occasionally appear in the image and water is leaking from the focus ring. Based on the results of the investigation, the information obtained from this complaint did not lead to the identification of the cause of the occurrence. A definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device was broken. There were no reports of patient harm.